Manufacturer narrative:
The retaining pin was disengaged from the instrument however, the pin was not returned for eval. For this reason, the cause for the difficulty reported could not be realiably determined.

Event description:
The device was used during a gastric bypass procedure. Reportedly, the instrument was difficult to open. The surgeon manually manipulated the device free. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.